Manufacturer narrative:
Patient ID and weight were not provided for reporting. Additional device product code: kwq. Device malfunctioned intra-operative. Device was not implanted/explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent surgery. During the insertion of the screws, the head of two screws failed. It was reported that small lcp plate was used in the tumor case. While inserting screws, the hexagonal recess in which the screw driver fits while putting the screw with the plate (heads of the screws) became free and the surgeon could not insert screws on the plate. Removal of damaged device was difficult. Removal of damaged device was difficult. Concomitant device reported: plate (part# unknown, lot# unknown, quantity 1) this report is for one (1) 4.0mm ti cancellous bone screw fully threaded/30mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Part 406.030, lot 8700639: release to warehouse date: october 30, 2013. Manufacturing site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: upon visual inspection of the complaint device it can be seen that the recess at the screw head is badly damaged and worn down. Otherwise the screw is in a used but good condition. Device history record (DHR) review showed no issues. During investigation the length and diameter were measured and were found to be within specification. The complaint relevant dimensions cannot be checked for dimensional accuracy, because of the postoperative damage. Unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that during the operation an application error may have taken place. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a fifteen (15) minute surgical delay. The patient status/outcome was reported as okay.